Event description:
Following a bilateral iliac stent procedure, an angio-seal device was placed in a pt's right groin. The physician felt resistance during the tamping of the collagen against the top of the artery, and oozing was noted following the deployment. Manual pressure was held with hemostasis achieved. Approx two hrs later the pt developed signs and symptoms of claudication; an angiogram was performed which identified an occlusion at the puncture site. An angio-jet (possis) was used to remove the thrombus. However, immediately following this intervention attempt the profunda became occluded. The physician then placed a balloon catheter into the common femoral artery and reestablished flow, although the profunda remained occluded. The pt was discharged home on 03/21/1998 with instructions to return if claudication returned. As of 05/05/1998 there has been no further report of complication or pt sequelae made to the MFR.